Event description:
It was reported that the patient presented in clinic for generator change. Upon interrogation post procedure, it was found that the right ventricular (rv) lead exhibited increased capture threshold. It was further discovered that the rv lead had fractured. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.